Event description:
It was reported that the home patient (hp) did not do a full therapy on the homechoice device the previous night because their heater line came undone during the drain. The hp did a continuous ambulatory peritoneal dialysis (capd) to finish therapy. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.